Manufacturer narrative:
(B)(4). Corrected data: catalog# corrected to 003-40j. A device history record (DHR) review was performed on the lot number of the sample received (lot#322167). There were no issues found that could relate to the reported complaint. A 340 ml water bottle (lot 322167) with an 040 humidifier adaptor attached to the water bottle was received for evaluation. Upon visual inspection, there were no issues identified with the water bottle and the adaptor. The water bottle did have a cut in it to drain the water from the bottle prior to returning for evaluation. Functional inspection consisted of ensuring the adaptor was correctly attached to the bottle and the water bottle with the adaptor was attached to a flow meter. No loose connections were observed with the connection of the adaptor to the water bottle and the connection of the adaptor to the flow meter. The complaint could not be confirmed.

Event description:
Customer complaint alleges "the connection between the adaptor and bottle were loose." Alleged issue reported as detected prior to patient use. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record review was not performed since customer did not provide lot number. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Continue to monitor feedback from the customers on issues related to loose connection between adaptor and water bottle. If the device sample is received at a later date, this report will be updated.

Event description:
Customer complaint alleges "the connection between the adaptor and bottle were loose." Alleged issue reported as detected prior to patient use. No report of patient harm or delay in treatment.